Event description:
It was reported that this right ventricular (rv) lead had been showing a slow rise in shock impedance values and was now high, out of range. One year before it had been within normal values. Behaviors such as possible calcification or tissue buildup were discussed. As therapies are turned off per patient/physician discretion they were just going to monitor the patient for now. The rv lead remains in service at this time. No adverse patient effects were reported.